Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No low battery alerts or off no power alarms noted. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test. Unit received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 1242 mg/dl. The customer was hospitalized on (B)(6) 2018; 10am. The drive support cap appears normal (slightly indented). The customer was treated with hospitalization. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. Self test was performed and the insulin pump passed. The customer stated that they received low battery alert prior to off no power alert. The insulin pump will be returned for analysis.